Event description:
As reported on (B)(6) 2015 via email from the international distributor, "it found the tip of the trocar was cracked and the needle was outside while getting out of the patient. The electrode array was found to retract after ablation". No other harm or serious injury reported for this patient for this event.

Manufacturer narrative:
An investigation into the root cause of this incident is currently in progress. The results of the investigation and any follow up information will be sent via a follow up medwatch. Complaint # (B)(4).